Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation, creases and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported a right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.